Manufacturer narrative:
There was no visible damage to the ruby coil detachment handle(handle). Evaluation of the returned handle revealed it was fully functional. There was no visible damage to the device and it performed as intended on the test fixture. The handle did not return with a coil stuck inside and therefore root cause could not be determined. If the pusher is pressed too far into the handle nose cone funnel it may become stuck. The ruby coils cited in the complaint were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Penumbra handles are 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-01515.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coil detachment handle (handle) and ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils using the handle. Then, the pusher wire of a third ruby coil became stuck within the handle, despite the ruby coil being detached. The procedure was completed using a new handle and additional ruby coils. There was no report of an adverse effect to the patient.